Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized and due to high blood glucose was on (B)(6) 2018. The customer¿s blood glucose level was unknown at the time of the incident and current blood glucose was unknown. The customer¿s blood glucose level was above 600 mg/dl. The customer was treated in the hospital. It was reported that customer wearing the pump at time of hospitalization was unknown as the call was disconnected. It was reported that the patient was hospitalized for two days with a high blood glucose event due to infusion set coming out and pulled it out without realizing it. The insulin pump will not be returned for analysis.